Manufacturer narrative:
The reagent lot number was 801753. The expiration date was not provided. The customer found that the sample/reagent probe was misaligned and dropping tips into the reagent packs. The field service engineer found the sample/reagent probe needed adjustment. He adjusted the probe and confirmed there were no issues or alarms when the probe aspirated the reagent. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys pth stat immunoassay results from the cobas e411 disk. The customer estimated the date of the event was between 21-may-2025 and 28-may-2025. The initial pth result was 42 pg/ml. This value was much higher than expected, as they were testing 5-minute interval samples during surgery, and this sample was near the end of testing, and the result was higher than the prior sample. The sample was repeated, and the result was 25 pg/ml. This result agreed with what was expected. The sample was also repeated on a cobas 8000 system, and the result was 16 pg/ml.